Event description:
Supplemental reported is being submitted due to the completion of the lab evaluation on 19jan2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation of evo-fc-10-11-6-b of lot c1947406 device took place on (B)(6) 2023. The red luer was in place on returned. Red safety tab was not returned. Shuttle is at the 5th dimple on return. A kink was observed approx. 22.4cm from the white tip. A 0.035 ¿¿ wireguide would not pass the kink. Handle was actuating fine for deployment and recapture. Stent fully deployed. Red safety wire released with no issue. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1947406 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1947406 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label : the instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring that the wire guide exists catheter at zip port¿¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the kink observed on the flexor. It is possible that the kink occurred during device handing or device preparation. The kinked flexor may have caused issues with the wire guide exiting the zip port. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer the wire guide would not exit the catheter at the zip port. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the kink observed on the flexor.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Esc rep spoke to dr lubret and confirmed a complaint. Impossible to get the wire out of the stent. "As per cc form": the staff didn't succeed to output the guide wire from the stent catheter (ide port purple) before insertion in the scope. They used a jagwire boston guide wire. They tried to move the catheter in different direction to try to output but the guide wire still blocked in the inner catheter. They took a wallflex boston instead. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? Preparing the evolution, when the nurse wanted to place the stent on the guide wire but the guide wire never output rom the catheter. 2. What endoscope type and channel size was used? Duodenoscope olympus. 3. What was the position of the elevator? N/a. 4. Details of the wire guide used (diameter, type, make)? 0.035 boston . 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. But the output of the guide wire never happened despite the mobilization of the catheter in any direction. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. 7. Please advise the anatomical location of the intended target site. Biliary stricture. 8. How long was the stent in the patient by the time this complaint occurred? 0%. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Na. 2. Where was the stricture located in the body? Na. 3. Was there resistance felt passing wire guide through stricture? Na. 4. Was there resistance felt passing the evolution through stricture? Na. 5. Was the stricture dilated before stent placement? Na. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? Na. 2. Was resistance felt during insertion into patient? Na. 3. If yes, at what point? Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? Other. 2. If other, please specify see above. 3. Was the directional button pressed during use? No. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No. 5. Was the yellow marker kept in view during deployment? Na. 6. Are images of the device or procedure available? No. Questions related to during introducer withdrawal 1. Are images of the device or procedure available? Na. 2. Was final stent placement confirmed using endoscopy/ fluoroscopy? N/a. 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a. 5. Was the safety wire fully removed before removing the delivery system? N/a. 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices). Na. 1. What instrument was used for stent repositioning / removal? Forceps, snare, other. 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no. 4. If yes, please when this was felt? Advancement or deployment. 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning?